Event description:
Dealer is stating that the left caster is "busted". Dealer is stating that the end user is hard on the chair, and has not seen the chair yet.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.